Event description:
It was reported that there were coupling or communication issues. Patient education issues were the primary reason for overdischarge. Patient reported that the last time recharged and felt stimulation was about 2 weeks ago. There was no telemetry with any external devices. Checked the recharge statistics and afterwards received power on reset (por) and then with the physician programmer the device was discharged. The patient was able to get to the regular recharge screen afterwards. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).